Event description:
The patient reported that her blood glucose reached 298 mg/dl and she could not lower it with correction boluses. She stated that this upset her and she "made herself sick." Her daughter called an ambulance and she went to the emergency room at about 11:00 am. The doctor there was not familiar with the product, but she was adamant that the issue was not the device, but her nerves and stress. She did not report any treatment, was not admitted, and left the emergency room between 2:30 and 3:00 pm. She stated that she vomited after leaving the hospital. In follow up calls, the patient reported blood glucose histories for (B)(6) and (B)(6) to (B)(6), but was sure that the hospital visit occurred on (B)(6). She stated that the information for that day is "all mixed up" in her pdm history. There is no reading of 298 mg/dl in any of the history she was able to report. Her bg was 211 mg/dl at 11:53 pm on (B)(6), which she corrected with a 0.5 unit bolus. It was high again at 10:35 pm on 06/23, measuring 341 mg/dl. A 3.1 unit bolus was taken at that time. None of the bg readings reported for (B)(6) were greater than 250 mg/dl; they range from a low of 30 mg/dl at 4:15 am to a high of 223 at 1:24 pm. She reported that she removed a pod after 12 hours and saw that the cannula did not insert and was bent "against the pod," although she thought that she felt it insert during the activation process. It is not clear what date this occurred and how it relates to either the emergency room visit or any of the reported history.

Manufacturer narrative:
The returned device was evaluated and performed as designed. No bend or kink was observed in the cannula. No defect or deficiency that would result in the cannula failing to insert or the pump failing to deliver insulin was found. The patient reported that the cannula had not inserted. This could interrupt insulin delivery and contribute to hyperglycemia, but cannot be confirmed nor excluded by laboratory testing. No blood glucose history was given fot the day the patient visited the emergency room, therefore we do not know if this history would support the conclusion that an improperly inserted cannula contributed to the event. The omnipod user guide warns "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result," and "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."